Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed hardware and battery failure. The customer complaint was confirmed. The root cause was determined to be a bad receiver battery.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient did not report any injury or medical intervention.